Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was burning sparks, burns was showing on the back and railing on side was broken and not detected on bus. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed to be detected on the bus and the slide rail was broken. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem to reflect there is no thermal event occurred. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 slide rail was failed. A field service engineer removed half height (hh) cube drawer and manually removed all cubies and reinstalled it in new hh cube drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.